Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During premature ventricular contraction procedure, and air leak occurred. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The sheath was inserted into the heart, negative pressure was applied for flushing prior to catheter insertion and it was noted that air entered from the side port. Air was aspirated several times but the issue was not resolved. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. Air contamination to the patient has not been confirmed.